Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of challenging patient anatomy. The reported recurrent mitral regurgitation (mr) appears to have been a result of the reported slda. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to inserting the device, it was noted the patient had an enlarged atrium and ventricle. One clip was successfully implanted, reducing mr to a grade of 2. On (B)(6) 2021, echocardiography showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+. The following day, an additional mitraclip procedure was performed to stabilize the slda and reduce mr. One clip was successfully implanted medially of the slda, reducing mr to a grade of 1. No additional information was provided.